Manufacturer narrative:
The hvad is used for treatment not diagnosis. The patient reported that the controller would switch from one power source to the other. All of the patient's batteries exhibited the same behavior therefore the site performed an elective controller exchange and returned the reported controller. There was no reported patient injury related to this event. Evaluation confirmed the reported 'critical battery' alarm due to a significant drop in battery capacity. The root cause for the reported event "power switching" was found to be inaccurate reporting of the battery pack connection and battery capacity most likely as a result of a combination software deficiency, electronic inadequacy, and fretting corrosion on connector pins. The manufacturer has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the controller was unexpectedly switching the active power source before the battery had discharged to the appropriate level. The patient stated that this was occurring with all of his batteries. Preliminary analysis of controller log files found a critical battery alarm had been logged. A controller exchange was performed. The controller was removed from service and the patient was issued a replacement device. The controller was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.